Event description:
While wearing the external equipment, the pt reportedly experienced sound quality issues. The pt was seen at the ctr and testing performed confirmed out-of-range impedances. In 2006, the pt was seen by a co rep for device eval. Testing performed confirmed the device was no longer functioning. Surgery to explant the pt's device has been scheduled.